Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the all stations on-site were stuck on the operating system sign-in screen. A technical support specialist entered the carefusion admin application (cfnapp) credentials in the prompt and rebooted the device to cfnapp to resolve the issue. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations on-site were stuck on the operating system sign-in screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.